Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/22/2018, that on (B)(6) 2018, the transmitter displayed an error message for low transmitter battery. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test passed. A pairing test was performed, and the transmitter passed. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined post investigation. This complaint is reportable based on the finding of transmitter failure. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the transmitter displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined post investigation. This complaint is reportable based on the finding of transmitter failure. No product was provided for evaluation. No additional patient or event information is available.